Event description:
Event description guidant received information that this patient experienced syncope after using the restroom. It was reported that the sudden bradycardia response (sbr) feature was on and had stored an episode. The field representative reported that testing of this device revealed no anomalies.